Event description:
It was reported the devices were used during breast biopsies over several weeks. It was reported the p1175 have sheared at the tips. Also the c1535 are dropping clips. The rep is aware of this. Others were pulled to complete the cases. There was no consequence to the pts.